Event description:
Pt was sitting on 3 in 1 bsc. Pt did not properly attach the bucket which then did pinch her posterior thigh when sitting on the device which resulted in a 1/2 cm nondraining wound. Case mgr re-educated the pt on proper use and storage of the 3 in 1.